Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently the pump touchscreen was unresponsive to touch and grid lines were visible. In addition, pump battery gauge was fluctuating. There was no reported impact to customer's blood glucose. Customer declined to provide further information and declined follow up from tandem technical support.